Event description:
It was reported that the customer found multiple bolus wizard entries but only one actually resulted in a bolus delivery. In another instance, one bolus wizard entry showed that the carbohydrates were entered but no insulin was delivered. The customer's blood glucose level was 86 mg/dl after a bolus delivery. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.